Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire coating was peeled off. The target lesion was located in the hepatic artery. A 135cm transend¿ guide wire was advanced to cross the lesion. However, during procedure, the physician felt that the wire was not properly controlled and it was found out that the coating on the wire peeled off. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device was returned with a torque device loaded near to proximal section, it was removed in order to inspect the wire in this section and the wire was found kinked and peeled in this section at 16cm from the proximal section. It was inspected according to procedure. The device passes the dowel test. Dimensional inspection was performed. Overall length, outer diameter of distal tip, middle of the device and of proximal section of device are within specification. The device was measured according to the drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating was peeled off. The target lesion was located in the hepatic artery. A 135cm transend¿ guide wire was advanced to cross the lesion. However, during procedure, the physician felt that the wire was not properly controlled and it was found out that the coating on the wire peeled off. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.